Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the original date of surgery was a bicep tenodesis in (B)(6) 2014. The patient was reported to be having a possible reaction at the site. A second surgery was scheduled for irrigation and debridement. Prior to the second surgery the patient complained of pain. During the second surgery the surgeon removed the screw from the original 2014 procedure and it fell apart during removal. The site was filled with antibiotic beads. The procedure was done as an outpatient. The patient has no known allergies and is not diabetic. Culture results have been provided. No growth after 72 hours. Per sales rep, the conclusion was that there was no infections based on culture results. Screw remnants were discarded.